Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that using a radial artery access approach during a procedure of the narrow, heavily tortuous, mildly calcified, distal unspecified coronary artery the 3.0 x 12 mm voyager nc was inflated to 18 atmosphere (atm) but was reported as hard to pressurize. There was no report of a balloon rupture or balloon leak noted. A different abbott balloon was used to complete the procedure without reported issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported inflation issue was not confirmed. A proxy indeflator, filled with gastrografin diluted 1:1 with water, was used to inflate the balloon to 18 atmospheres, rated burst pressure (rbp). Three inflation times were taken and met specification. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other incidents for inflation issues reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.